Manufacturer narrative:
Concomitant product(s): product ID: 4965-25 lead, implanted: (B)(6) 2010; product ID :4965-25 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a micro-dislodgment was suspected of the right ventricular (rv) lead. The lead had intermittent loss of capture. The patient had complete heart block and passed out due to the lack of capture. In addition, the lead had unstable thresholds and loss of capture was noted on the electrocardiogram for several seconds after the manual tests. The emergency button was pushed and capture resumed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.